Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast cyst and local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent unspecified breast augmentation with a 250cc mentor memorygel breast implant on the left side, and with 190cc mentor memorygel breast implant on the right side, and experienced left side breast implant rupture, breast cyst and local reaction and right side capsular contracture; baker grade unknown postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 3/2/2020, mentor became aware that information received on 2/24/2020 that this was patient's primary breast augmentation was inadvertently not reported under the initial submission. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/25/2020, mentor became aware that manufacturer report numbers 1645337-2020-03995 and 1645337-2020-03326 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number 1645337-2020-03326. The following information was updated on this form per the duplicate file: patient code capsular contracture code was added to field h6 as patient also experienced bilateral capsular contracture ; baker grade ii per duplicate file. Eurocilicone de gel cohesivo devices were used as replacement on (B)(6) 2020. Field h6 for method code has been updated to device discarded as per information received under duplicate file. Date of implant (field d6) was updated to (B)(6) 2013 per information found in medical device tracking record. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).